Event description:
It was reported that a latitude alert was received that indicated that this pacemaker was found to be in safety mode. A surface electrocardiogram was performed, and revealed the other manufactures right ventricular (rv) lead had loss of capture at 5 volts. Patient was noted to have a slow underline rhythm. Technical services recommended to replace the device, and to send it back for disk analysis. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that a latitude alert was received that indicated that this pacemaker was found to be in safety mode. A surface electrocardiogram was performed and showed the other manufactures right ventricular (rv) lead had loss of capture at 5 volts. Patient was noted to have a slow underline rhythm. Technical services recommended to replace the device and to send it back for disk analysis. At this time, this pacemaker remains in service. No adverse patient effects were reported. This supplemental is being filed as the device was explanted and returned for device analysis.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that a latitude alert was received that indicated that this pacemaker was found to be in safety mode. A surface electrocardiogram was performed and showed the other manufactures right ventricular (rv) lead had loss of capture at 5 volts. Patient was noted to have a slow underline rhythm. Technical services recommended to replace the device and to send it back for disk analysis. At this time, this pacemaker remains in service. No adverse patient effects were reported. This device was returned for analysis.